Event description:
It was reported that interrogation of this pacemaker had been unsuccessful with both the patient's communicator and in-clinic with the programmer. Review of remote monitoring data indicated that the last successful device transmission was approximately three months earlier. Technical services (ts) discussed troubleshooting options and possible causes, and there was no indication of radio frequency (rf) interference in the patient's home environment. Additionally, battery longevity estimates showed no change over the last year, and lack of battery depletion was suspected. The patient later presented to the emergency room (ER) due to four syncopal episodes within a 24-hour period, and it was determined that the pacemaker had entered safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient never regained strength or momentum after the new pacemaker and the patient's family was forced to make a medical decision to remove her from all intravenous therapy. The physician informed her the patient was pass away in a few hours however, she didn't, and she was moved to hospice. The patient eventually passed away a few weeks later. The device has been returned for product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
Filing a correction report to correct field h6 impact codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that interrogation of this pacemaker had been unsuccessful with both the patient's communicator and in-clinic with the programmer. Review of remote monitoring data indicated that the last successful device transmission was approximately three months earlier. Technical services (ts) discussed troubleshooting options and possible causes, and there was no indication of radio frequency (rf) interference in the patient's home environment. Additionally, battery longevity estimates showed no change over the last year, and lack of battery depletion was suspected. The patient later presented to the emergency room (ER) due to four syncopal episodes within a 24-hour period, and it was determined that the pacemaker had entered safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient never regained strength or momentum after the new pacemaker and the patient's family was forced to make a medical decision to remove her from all intravenous therapy. The physician informed her the patient was pass away in a few hours however, she didn't, and she was moved to hospice. The patient eventually passed away a few weeks later. The device has been returned for product analysis.

Event description:
It was reported that interrogation of this pacemaker had been unsuccessful with both the patient's communicator and in-clinic with the programmer. Review of remote monitoring data indicated that the last successful device transmission was approximately three months earlier. Technical services (ts) discussed troubleshooting options and possible causes, and there was no indication of radio frequency (rf) interference in the patient's home environment. Additionally, battery longevity estimates showed no change over the last year, and lack of battery depletion was suspected. The patient later presented to the emergency room (ER) due to four syncopal episodes within a 24-hour period, and it was determined that the pacemaker had entered safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient never regained strength or momentum after the new pacemaker and the patient's family was forced to make a medical decision to remove her from all intravenous therapy. The physician informed her the patient was pass away in a few hours however, she didn't, and she was moved to hospice. The patient eventually passed away a few weeks later. The device has been returned for product analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that interrogation of this pacemaker had been unsuccessful with both the patient's communicator and in-clinic with the programmer. Review of remote monitoring data indicated that the last successful device transmission was approximately three months earlier. Technical services (ts) discussed troubleshooting options and possible causes, and there was no indication of radio frequency (rf) interference in the patient's home environment. Additionally, battery longevity estimates showed no change over the last year, and lack of battery depletion was suspected. The patient later presented to the emergency room (ER) due to four syncopal episodes within a 24-hour period, and it was determined that the pacemaker had entered safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient never regained strength or momentum after the new pacemaker and the patient's family was forced to make a medical decision to remove her from all intravenous therapy. The physician informed her the patient was pass away in a few hours however, she didn't, and she was moved to hospice. The patient eventually passed away a few weeks later. The device has been returned for product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that interrogation of this pacemaker had been unsuccessful with both the patient's communicator and in-clinic with the programmer. Review of remote monitoring data indicated that the last successful device transmission was approximately three months earlier. Technical services (ts) discussed troubleshooting options and possible causes, and there was no indication of radio frequency (rf) interference in the patient's home environment. Additionally, battery longevity estimates showed no change over the last year, and lack of battery depletion was suspected. The patient later presented to the emergency room (ER) due to four syncopal episodes within a 24-hour period, and it was determined that the pacemaker had entered safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.